Event description:
Patient presented for generator replacement surgery. Pre-operative diagnostics indicated that the patient had high lead impedance. The generator was replaced and the high impedance persisted. No known surgical intervention (other than the generator replacement) has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received that x-rays were performed and no discontinuities were observed. The x-rays have not been received or reviewed to date.

Event description:
Explanted generator was received by product analysis and product analysis was completed. The product analysis lab confirmed that the generator was at normal ifi (intensified follow-up indicator)=no condition. There were no performance of any other type of adverse events found with the pulse generator. The previously reported high impedance was observed in the generator data dump.

Event description:
Generator explanted in (B)(6) 2019 has not been received by product analysis to date. Further information was received that the patient presented with a blister over the generator site. The physician was questioning if the blister was related to the high impedance. Further information was received that the blister had turned into generator exposure. The patient was admitted to the hospital and was referred for explant of the generator and lead. The reported blister and generator exposure are captured in MFR. Report # 1644487-2019-02301. The patient underwent full explant (explant of the lead and generator). The explanted products were reported to have been discarded.